Event description:
Report 2 of 2. Ten total submissions reported under different mfg report #¿s. It was reported that while testing with the bd bactec¿ peds plus¿/ f culture vials (plastic), a false positive result was obtained. Confirmatory gram stain testing was performed, and the result was negative. False results were not reported out, and there was no report of patient impact. The following information was provided by the initial reporter: hello, on friday, (B)(6) 2022, we had a lot of false positive vials in our lab. We are wondering what the problem was. Could you please help us and look what was happening. We already checked the most well known reasons. Information received per (B)(6): 1. What confirmatory testing (gram staining, manual sub-culture, molecular testing, etc.) Was performed that determined the results were erroneous? Gram staining. 2. Were any erroneous results reported to the healthcare provider by laboratory personnel? No, vials were re-incubated until end of the protocol. 3. If yes, were any patients treated based on erroneous results? No. Clarification regarding the affected accession numbers for material #442020: (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: catalog 442020, batch no. Unknown. Customer reported a false positive result. Neither photos nor returned good samples were received. Plots provided are not from an fx instrument. Product support cannot provide an assessment of the plot received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.